Event description:
A valiant thoracic stent graft was implanted in the patient for the endovascular treatment of a thoracic dissection. Aneurysm and vessel morphology at the time of implant were not reported; however, it was noted that prior to the index procedure, the patient presented a 400mm descending dissection. There were no issues at the time of implant of the stent graft. The physician covered the proximal entry tear with the stent graft. There was some late filling of the false lumen after the graft was implanted, but there were several fenestration between the true and false lumen all the way distal the aortic bifurcation. Approximately four weeks post index repair, the patient expired after rupturing the false lumen.

Manufacturer narrative:
(B)(4).